Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements. An x-ray showed a lack of slack with the rv lead, but no dislodgment. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.